Event description:
It was reported from the surgical department that the stated distal drilling failure in reference to this target device. There are no reported consequences such as pt impairment or prolongation of a surgery procedure.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.